Manufacturer narrative:
Results: the jet7 was partially fractured approximately 52.5 cm from the hub but still intact as one piece. Conclusions: evaluation of the returned jet7 revealed that the catheter shaft was partially fractured near its proximal end. If the device is forcefully retracted against resistance, damage such as this may occur. If the catheter was being retracted at extreme angles outside the patient¿s body, it may have contributed to the damage observed on the returned jet7. Further evaluation revealed the jet7 was still intact as one piece and able to be retracted out of the patient. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit. The patient's anatomy was moderately tortuous. During the procedure, the physician felt resistance while advancing the penumbra system jet 7 reperfusion catheter (jet7) into the target vessel and was unable to reach the clot. The jet7 was therefore retracted. As the jet7 was being retracted, the physician felt resistance and noticed that the jet7 had become stuck in the ophthalmic artery. As the physician continued to retract, the jet7 fractured at the proximal half while still within the patient. The jet7 was therefore removed. The procedure was completed using another catheter. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit. The patient's anatomy was moderately tortuous. During the procedure, the physician felt resistance while advancing the penumbra system jet 7 reperfusion catheter (jet7) into the target vessel and was unable to reach the clot. As the jet7 was being retracted, the physician felt resistance and noticed that the jet7 had become stuck near the ophthalmic artery. As the physician continued to retract, the jet7 fractured at the proximal half while still within the patient. The jet7 was therefore removed. The procedure was completed using another catheter. There was no report of an adverse effect to the patient.